Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a carotid artery stenting interventional procedure with an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture break was not confirmed as the entire suture was not returned for analysis. The lot history record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the returned device analysis, a conclusive cause could not be determined for the reported suture break. The unexpected medical intervention appears to be related to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated. H6: medical device problem code 1142 removed 1562 added.

Event description:
Subsequently to the initially filed emdr, additional information was corrected: a suture break during knot advancement occurred and not a cuff miss as initially reported. No additional information was provided.